Event description:
During a laparoscopic colon procedure, the device fired malformed staples. After the device was reloaded, it did not fire at all. There was no adverse consequence to the pt. It was not reported how the procedure was completed.